Manufacturer narrative:
Insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Insulin pump was also received with cracked case, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, stained end cap sticker, and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's case was broken. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.